Event description:
It was reported that a user of the ilet bionic pancreas experienced blood glucose fluctuations with highs to 380 mg/dl for about 6 hours and separate lows totaling about 1 hour 10 minutes; the user self-started the system without training and used oral glucose gels for low glucose, with no professional medical intervention, and the device problem and component were not established due to insufficient information. Symptoms included hyperglycemia, hypoglycemia, thirst, dizziness, headache, sweating, shaking, confusion, and moderate ketones. Outcomes included a minor injury or illness. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings and insufficient information to associate the event with a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.